Manufacturer narrative:
The device involved in the reported incident was discarded as per customer. However, an investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports for the 2nd drain placed, which is linked to mfg report number 9612007-2021-00010: a facility reported that two (2) external lumbar drains (product ID 910420) were placed in the patient and both encountered the same problem resulting in revision procedures. The first drain no longer drained the next day, so they reinserted a new drain on (B)(6) 2021. There were no problems perioperatively, until (B)(6) 2021 after the second drain was placed, when it was observed that there was "lack of permeability of the drain and leakage around the skin opening of the drain". The surgeon had to make a laminectomy to the patient between l4 and l5 to take back the parts of the drains which migrated in the extra dural part. The drains had been put between the l5 and s1. The catheters were both cut. The patient is a male (more than 70 years old) with a lot of arthrosis. The surgeon think that the catheters have been cut because there was little place to introduce them due to the arthrosis of the patient, and as the patient was not immobile in orl service, the arthrosis might have cut the catheters because of the movement of the patient. No additional information has been provided.

Manufacturer narrative:
The lumbar drain 910420 was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. Without actual device to analyze, the complaint is unverifiable and its exact root cause could not be determined. Additional information was received from the hospital: patient was a male over the age of 70 years with much arthrosis; surgeon believes there was little space to introduce catheters due to the patient¿s arthrosis, and arthrosis might have cut the catheters due to patient¿s further movements. It is also possible that with such a challenging anatomy, the tuohy needle may have cut the catheter a bit during insertion, weakening it, and pressure of vertebrae against the catheter may lead to migration. No further investigation nor corrective action is deemed required; however trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.